Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported problem was confirmed using system error logs. Upon visual inspection, an issue was found that correlated with the reported event. When the unit was tested on the system, it displayed a c-34 error on startup, and the touchscreen was nonfunctional, preventing review of the erbe error log. The unit will be sent to the original equipment manufacturer for further investigation. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator. Correction: h8. Was updated to initial use of device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit erbe was experiencing multiple c-34 errors. The technical service engineer confirmed the reported error in the system logs. The customer connected a third party generator to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the system had powered on without errors or functional issues. The reported error c-34 did halt energy activation when it repeatedly occurred, the third party generator allowed the customer to complete the case robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.